Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter, translated from chinese to english: the hospital reported that there was blood seepage from 4 indwelling needle isolation plugs at the time of use, and 35 unused indwelling needle isolation plugs were inspected and ruptured, and the hospital suspected that the rupture was the cause of the blood seepage, and the number of affected units totalled 39 units, and the sample could be returned to 1 unit of the ruptured isolation plugs, and the photographs could be provided, and the green claim was required, and the letter of response to the complaint and the letter of acceptance were not required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
DHR/bhr review (lot#4296355): the products of this batch were assembled at intima ii auto line 2 in nov 2024 and packaged at r240 package line in nov 2024. Batch size is (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The customer returned 2 photos, no defective sample. One of the photos shows a crack in the catheter adapter at the location of the septum, and the other shows a small amount of blood oozing from the end of the septum. The retained sample of this batch is taken for 45psi leakage test, no leakage is found. The appearance of the retained sample was inspected, and no cracking of the catheter adapter was found. Possible causes of leakage: after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. If the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. Cracking of the catheter adapter can be caused by abnormal collisions of machine grippers or operator error during production. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows leaking of the isolation plug and cracking of the hose seat. As no defective sample has been received, relevant tests cannot be performed, the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.